Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead dislodged multiple times but then appeared to have been in a stable position. The next day a check of the ra lead showed that the lead once again dislodged. A revision was performed and this ra lead was explanted and will be returned. Adverse patient effects were reported but not specified.